Manufacturer narrative:
Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
On (B)(6) 2012, the patient underwent tha by centpillar tmzf. Afterwards, the patient felt the pain in a hip. Therefore the patient underwent the revision surgery on (B)(6) 2016. During revision surgery when the surgeon tried to remove the delta head from stem, he noticed delta head assembled slantingly. The surgeon removed the delta head and liner. The surgeon confirmed remove the delta head, the corrosion could be seen in the sleeve of delta head and stem neck. The surgeon requested the investigation of the delta head assembled slantingly.

Manufacturer narrative:
Corrected data: the device was not returned for evaluation. An event regarding pain and corrosion involving an adapter sleeve was reported. The event was not confirmed. Method & results: -device evaluation and results: visual inspection: the stem was not returned, however a partial image of the device was made available. The device was visually unremarkable. -medical records received and evaluation: no information was received for review with the clinical consultant. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
On (B)(6) 2012, the patient underwent tha by centpillar tmzf. Afterwards, the patient felt the pain in a hip. Therefore the patient underwent the revision surgery on (B)(6) 2016. During revision surgery when the surgeon tried to remove the delta head from stem, he noticed delta head assembled slantingly. The surgeon removed the delta head and liner. The surgeon confirmed remove the delta head, the corrosion could be seen in the sleeve of delta head and stem neck. The surgeon requested the investigation of the delta head assembled slantingly.